Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had charging and therapy issues that started two months ago. The patient said that her battery might need to be replaced and she was starting to need to recharge more often. Stimulation did not feel as strong for the patient. Eight days later, it was reported that there was a confirmed overdischarge and the cause of overdischarge was device malfunction. Troubleshooting included an x-ray. The patient recovered without permanent impairment. Additional information has been requested but was not available as of the date of this report.